Event description:
The accounts maintenance stated that the air system is not functioning. He has replaced the air circuit board but the issue remains.

Manufacturer narrative:
The accounts maintenance isolated the issue to the left coiled cable being damaged and exposing bare wiring. He replaced the coiled cable to repair the bed.